Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to moisture damage on keypad traces. No scrolling of numbers or stuck buttons noted. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the numbers on the customer's insulin pump would not stop scrolling. Her blood glucose was 240mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.